Manufacturer narrative:
D9): the device was returned to the manufacturer on 21 dec 2021. G3): the device evaluation and investigation were completed on 26 jan 2022. H3): device evaluation: the device was returned and evaluated by a cross functional team. Lead insulation was seen coming out of the device''s distal tip and suture was seen coming out of the proximal end of the device. The distal 2 inches of the device''s shaft was crepitous. Pulling from the proximal end of the device, suture and the lld were removed. However, while pulling, the lld broke inside the tightrail. With the proximal end of the lld removed from the device, it was seen that the lld''s capture assembly was the most proximal structure, confirming the proximal and distal ends of the lld were not returned with the tightrail device. Looking at the tightrail device, the internal mechanisms were in working condition, and although resistance was felt, the drive shaft was able to be manually actuated. The device was soaked and cross sectioned. Still, the lead could not be pulled out through the tightrail''s distal tip, so the inner coils of the tightrail device were cut open. 8.75 inches of lld, lead jacket (insulation) and lead were pulled out of the inner diameter of the tightrail. Minimal to no biologics were seen around the lead or within the tightrail''s coils after removing the lead. It was determined the inner lumen space of the tightrail drive shaft was taken up by the lead jacket, indicating the 11f was undersized in comparison to the lead. This has been determined to be a use related failure.

Manufacturer narrative:
Patient's date of birth unk. Relevant tests/laboratory data unk. The device was not returned, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) ICD lead and right atrial (ra) lead due to severe tricuspid regurgitation with the ICD lead, causing worsening symptoms. Spectranetics lead locking devices (llds) were inserted into the leads to provide traction, and a spectranetics 13f tightrail rotating dilator sheath was used during the procedure. The ra lead was successfully removed. While attempting to remove the rv lead using a spectranetics 11f tightrail sub-c rotating dilator sheath, the device became entangled on the lld present in the rv lead. The operator had to cut the lld distal to the tightrail device in order to free the lead. A (B)(4) bulldog lead extender was then used on the rv lead to complete the procedure. The patient survived the procedure with no reported harm. This report captures the tightrail sub-c device which became entangled on the lld in the rv lead, requiring intervention for lead removal.